Manufacturer narrative:
Device evaluated by manufacturer: an epic self-expanding stent system was returned. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed approximately 7mm from the marker band. The yellow pull rack lock was returned and affixed to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 5x20x120 epic was selected for a vertebral angioplasty procedure. During advancement over an amplatz super stiff guidewire the stent began to unsheath. The stent delivery system did not enter the patient and the device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 5x20x120 epic¿ was selected for a vertebral angioplasty procedure. During advancement over an amplatz super stiff guidewire the stent began to unsheath. The stent delivery system did not enter the patient and the device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.